Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system had stored episodes of pacemaker mediated tachycardia (pmt). Technical services (ts) was contacted and suspected loss of capture on the right atrial (ra) lead. Ts noticed noise of the far-field signal on the right ventricular (rv) channel. It was noted that the signal only appears when there is ra pacing. This crt-p remains in service and no adverse patient effects were reported.